Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 550 mg/dl; cause was not known. Bolus via the pump was delivered to address bg. Pump system check was performed with tandem clinical diabetes specialist; no issues were reported. Customer declined tandem technical support's offer to troubleshoot.